Manufacturer narrative:
Conclusion: vessel dissection, vessel spasm, and hemorrhage are known and anticipated complications with this type of procedure and are noted in the device labeling. Therefore, it was determined that the reported events were anticipated procedural complications. The information in this report was collected during the review of stroke cases for the penumbra post-market retrospective trial retrostart. The information available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(6) 2010, the patient presented to the hospital with acute left sided hemiparesis, an nihss of 23 and mrs of 5 (with pre-admission mrs of 4). Prior to treatment with the penumbra system 60 mg of IV tpa were administered. The study device was used on the target vessel, right m1, in conjunction with 40 mg of ia tpa. A very small peri-interventional dissection of the right ica occurred with possible relationship to the study device and definite relationship to the angiographic procedure. It was reported as mild and resolved without any actions taken. A vasospasm also occurred with possible relationship to the study device and definite relationship to the angiographic procedure. It was reported as mild and resolved with remedial therapy. On (B)(6) 2010 the patient suffered demarcation of infraction with partial hemorrhage confirmed by native CT scan. The intracranial hemorrhage occurred with possible relationship to both the study device and angiographic procedure. The event was reported as severe, life threatening and requiring additional hospitalization, but was not resolved at the time of clinical trial completion.